Event description:
It was reported that a patient experienced air bubbles in the patient line of a homechoice cassette. This occurred during initial drain of peritoneal dialysis therapy. The patient was connected at the time of the event. There was nothing unusual found during troubleshooting that would cause or contribute to the event. Renal therapy services (rts) assisted the patient with ending therapy and advised to start over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.